Manufacturer narrative:
Further updates and or re-opened investigation results will be provided within 30 days of receipt.

Event description:
As reported via legal documentation, this patient had left knee replacement on (B)(6) 2013. They had left knee revision surgery on (B)(6) 2022, approximately 9 years 5 months after their primary procedure. (B)(6) 2022 op report post-op diagnosis: wear of articular bearing surface of internal prosthetic left knee joint. The left knee was noted to show moderate effusion with significant joint laxity. During surgery, the patient was noted to have significant effusion and synovitis. There was delamination of the polyethylene but no evidence of prosthesis loosening. The patella was removed because it was worn and loose. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information is not provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that the patient underwent an initial left total knee replacement surgery in or around 2013. In the ensuing time, patient began to suffer from symptoms, including pain and lack of mobility. As a result of these symptoms, patient underwent a left knee revision surgery on (B)(6) 2022, approximately 9 years 10 months post initial procedure. Patient experiences, pain, lack of mobility, and enduring limitations on activities of daily living, quality of life and ability to perform work functions. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.